Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No ramping numbers noted on keypad traces. No button error alarms noted. Insulin pump had a cracked reservoir tube lip, cracked reservoir tube, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
Customer called to report the insulin pump has been alarming for button error. Blood glucose reading was 284 mg/dl. Advised the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.